Manufacturer narrative:
Product analysis 97800: the implantable neurostimulator (ins) passed functional testing. Product analysis 978b128: analysis identified that the braid wire was broken {x} cm from the proximal/distal end. Continuation of d10: product ID 978b128 lot# va2nu6q. Implanted: (B)(6) 2024. Explanted: (B)(6) 2024. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128, lot# va2nu6q, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was replaced on (B)(6) 2024. It was noted that after the patient fell, they started to feel stimulation in the tailbone area.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2nu6q; implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 20-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, urinary/bowel dysfunction. It was reported that about two months ago noticed that the battery pack was floating around. Patient said that when sat in the chair, it stood up and was in their back and when turned over while in bed, it hit the right side of where the implant is located. Patient said that around that same time, did contact a representative that was filling in for their normal rep. Patient said that the representative mentioned that at some point may need to schedule a revision to tack down the battery pack. Patient also said that they fell down the stairs last night and heard something crack and concerned that the stimulator was cracked. When asked, patient said that stimulation was on at the time of the fall. When asked, patient said hasn't noticed anything different about stimulation however said received for the sphincter and is afraid to eat as concerned that therapy may not help symptoms anymore. During call patient didn't mention experienced any pain or discomfort. Patient said called physician's office and spoke to a nurse who redirected patient to contact patient services. Reviewed general therapy information and programming guidance. Patient to monitor symptoms and make adjustments if needed but also to provide update to healthcare provider. Patient was redirected to contact their managing physician's office to schedule an appointment for a device check by a healthcare provider and mentioned potential imaging might be suggested. Reviewed diagnostic testing of implanted system could also be an option and physician's office could invite the local representative. Additional information received from a representative reported they reiterated information from original call about patient falling and hearing a crack the day before. Caller met with patient in office yesterday and stated that stimulation was in the wrong location but impedances were normal. Imaging was obtained and showed that lead had migrated significantly and ins looked like it had split open at the seam on the bottom part of the ins. Caller stated that patient will need a revision. Tss emailed caller with warranty information and asked that they send in imaging that was obtained. Caller asked about concerns if the ins is split open and is in the patient - tss reviewed we don't have specific recommendations around this but it would be best that the revision be performed as soon as possible.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial#(B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was sent for x-rays and was scheduled for surgery on (B)(6) 2024. The issue had not yet been resolved.